Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has called several times and done troubleshooting for the air bubble issue. Customer stated that she stores her insulin in her medicine cabinet and not the refrigerator. Customer stated that she has switched out her insulin as well but she still continues to notice air bubbles forming in her materials. Customer stated that when she purges the line, she notices that her insulin is foam-like when it exits the tubing. Customer declined troubleshooting and mentioned that she had a 2 inch bubble that caused her blood glucose to go from 102 mg/dl to 274 mg/dl and later, 351 mg/dl. Customer felt feverish and treated with the pump. Customer also reported a no delivery alarm but declined troubleshooting. Customer stated that she has met with a local trainer multiple times but the issue has not been resolved.